Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the absence of an image was caused by a switching regulator failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the liquid-crystal display monitor had no image. The patient was not under anesthesia. There were no reports on patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The evaluation found the screen black out due to defective regulator, switching due to printed circuit board failure. In addition, the device evaluation found following findings: there were many scratches on the bezel protection assy and there were black dots in the display screen. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.